Manufacturer narrative:
The ventilator was investigated on site and the described customer issue was reproduced. Investigations showed that the compressor tubing was damaged and replaced. The reported faulty part (tubings) are supposed to be replaced during the 8000 hours pm (preventive maintenance) for this model of compressor. The last preventive maintenance on this compressor was reportedly performed on january 5, 2021. 8000 hours pm was performed in connection with the compressor tubing replacement. A leakage in the compressor tubing could lead to the loss of air supply for a connected ventilator. This could, depending on oxygen level being used´, result in stop of ventilation or in a lower than set pressure in the patient circuit. A low pressure alarm will be triggered if this error occurs. Since no investigation was performed on the material involved in the incident no root cause could be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).